Event description:
It was reported that the patient is unable to complete telemetry. The monitor gets one telemetry light, then it goes orange. The remote monitor was returned analyzed and subsequently tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the integrated circuit was out of electrical specification.